Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states the second part of their dual wave bolus delivered too soon. The customer's blood glucose level at the time of incident was over 20mg/dl. The customer's current level is unknown. The customer states they treated low levels with food. Troubleshoot was conducted, and the device was found to be working as designed. The customer was advised to monitor the device and call back if issues persist.